Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The pump was taken out of standby. A volume of 140ml/h was set, and the infusion was started. During the infusion, a lot of air rate alarms and upstream alarms occurred. A line change was performed, several times. 221 ml was infused at the end of the infusion. No other abnormalities were found in the history. 3. Assessment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". According to the customer: "user alleged around 6pm of (B)(6) 2023, vtbi of 70mls was entered to pump (sn (B)(6)). And around 8 pm of (B)(6) 2023 , vtbi was completed but actual volume of 50 mls still present in the burette (labelled (B)(6)). (User wants to find out why the burette is causing underinfusion)".